Event description:
The customer reported a clear leak, of approximately a gallon in volume, originating from the right side of the coulter lh 780 hematology analyzer while running reticulocyte samples. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a specific pinch valve quick disconnect to be loose. The fse tightened the connector. After the repair, the fse cycled the instrument with no further leaking observed. The instrument was returned into service after completion of repairs. The failure mode of this event was a specific loose disconnect. Though no erroneous results were generated for this event, this specific failure mode, upon recur, has the potential to cause discrepant results. (B)(4).